Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
A surgeon was using the quikdrive mini during a neuro case with 6mm screws. Once the screw was close to being completely inserted, the screw would break. This happened to six screws. After burring out the shafts of the screws, the surgeon switched to 5mm screws and inserted them with a manual screwdriver, and they inserted correctly. There was a delay in surgery reported, even though the company representative did not confirm exactly how much extra time was taken.

Manufacturer narrative:
The reported event could be confirmed, because of the returned devices. The investigation result show that the screws broke as a result of too high torsional forces in forced rupture mode during the insertion respectively during the turn out. By the screws, which broke during the turn out, most likely the satisfying result was not achieved during the insertion and additional the screws were pre-damaged. Therefore by the attempt to remove the screws the breakages occurred. The fracture surfaces show the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been a too hard bone. In the IFU is documented under: general warnings and precautions that ¿ ¿should the screws be difficult to start in bone, a pilot hole should be drilled to facilitate insertion, especially by use of screws with a length of more than 4 mm¿. The failure mode (intraoperative screw fracture) and the investigated root cause (torsional overload) indicate that the event was user related. In the related instruction for use of the screw it is stated that 1.2 mm and 1.7 mm self-tapping, self-drilling, and locking screws utilize the same screwdriver blade. This blade is marked with a yellow and orange band around the blade. Based on the investigation there are no indications for any systematic design, material or manufacturing related issue.

Event description:
A surgeon was using the quikdrive mini during a neuro case with 6mm screws. Once the screw was close to being completely inserted, the screw would break. This happened to six screws. After burring out the shafts of the screws, the surgeon switched to 5mm screws and inserted them with a manual screwdriver, and they inserted correctly. There was a delay in surgery reported, even though the company representative did not confirm exactly how much extra time was taken.